Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the undersensing and oversensing event was sensed by the device, leading to inappropriate automatic mode switch (ams).

Event description:
It was reported that during a remote follow up, undersensing and oversensing resulting in inappropriate automatic mode switch (ams) was noted on the device. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition.